Event description:
It was reported that during implant attempt, the lead could not achieve the target vessel. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors at the electrode end (not obstructed) and there was blood/body fluid on the distal conductor at the tip to ring spacer (not obstructed).